Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The customer returned a 70339001r for the request of asset return / generic maintenance. A visual inspection was performed on the refurbished handpiece. Minor scratches found on the housing of the device. Functional test was performed and a leak was found from the irrigation port. Damages on the device have likely happened during shipping or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was inspected and evaluated. Evaluation determined that the device was found to have leaks from the irrigation port. The repair service technician tried two different tubing however, the issue was not resolved. The device continued to leak and non-repairable. The device was placed to site facility as out of service.

Event description:
It was reported that during an annual inspection the device diego / diego elite capital was found to have a leak on the irrigation port. There was no user impact or harm was reported. There was no patient involvement on this report.